Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the unexpected restart alarm recurred and the issue remained unresolved after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.